Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged. The patient was asymptomatic. Chest x-ray confirmed lead dislodgement. The lead was repositioned on (B)(6) 2015. The patient's condition was fine.